Event description:
It was reported that the pt was explanted of the vibrant soundbridge, and re-implanted with a cochlear implant on (B)(6) 2012. According to information on the device explanation report, the reason for re-implantation was deterioration in hearing performance, which led to a decline of the pt¿s benefit from the vibrant soundbridge.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.